Event description:
It was reported that noise was observed. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
(B)(6).

Event description:
New information received notes that noise causing inhibition of biv pacing was observed. Patient is pacer-dependent. Lead was explanted and replaced without complication. Patient condition was good.